Event description:
It was reported that the pump battery would not charge and the charging connection was unstable, despite attempts to use different wall outlets and leaving it plugged in for 30 minutes. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try a different wall outlet and decided to send a replacement charging cable and wall adapter. If the pump battery depleted before receiving new supplies, the customer planned to switch to an alternate insulin therapy.